Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/30/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed lubricant residue and lose particles on the lens surface. No damage/defect was observed on lens. There was no quality issue identified. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date of unknown is not provided. Best estimate is between (B)(6) 2018-(B)(6) 2018. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was planned with the target refraction -1.5d. Post implantation, the patient had a sub-refraction of -2.25d and is unhappy. An explant/exchange was performed in the left eye. There was no incision enlargement, sutures or vitrectomy required. The replacement lens was another lens of the same model but a lower diopter (9.0). The patient is reported to be happy with the visual outcome after the explant/exchange procedure. A follow up is planned for the (B)(6) 2018.no additional information was provided to johnson and johnson surgical vision, inc.